Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7118560.

Event description:
It was reported that the trial patient was experiencing new right toe pain and increased zaps in the right calf. It was noted that the physician had a difficult time placing the leads due to the patients anatomy. The patient underwent an early lead pull. The explanted trial leads were not returned as it was discarded by the medical facility.